Event description:
Status post bilateral subglandular inframammary gels (unknown size/type/MFR-no records) for augmentation. Pt reports early encapsulation but lived with it until 2 years ago when pain increased on right and cyst found. Spouse feels implants are decreasing in size and right is droopier. Positive history of motor vehicle accident trauma with seatbelt 1 year ago but pt does not remember specific bruise on breast. In addition, pt complained of systemic complaints including arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbance, swollen glands/sore throats, fevers of unknown origin, sweats, headaches, tmjd, visual problems, dizzy spells, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sensitivity to sun/cold (positive raynaud's)/chemicals, shortness of breath/chest pain, costochondritis, choking sensation, weight gain, gi/gu disturbance, easy bruising and pelvic pain.